Event description:
Account alleged that the head section would not go up. No injury reported. Tech found the left head support bracket mount bent. Replaced the bracket mount and bushings to resolve this issue.